Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0v4g8, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that since (B)(6) 2015 the implantable neurostimulator (ins) moved side to side and up and down. The ins site was also black and blue for six to eight weeks after implant. At the end of (B)(6) the ¿disc¿ near the patient¿s tailbone flipped back and forth and was painful. She stated that it felt like a ¿disc about the size of a dime.¿ she had ins and lead discomfort and pain. At the beginning of august the ins site was painful to lie on when the patient exercised on the floor and while using the elliptical. It was so bad the night prior to (B)(6) 2015 that she had to take hydrocodone as her whole hip area hurt. Her urinary symptoms then returned on (B)(6) 2015 as she could just feel it running. The patient¿s indications for use were fecal incontinence and gastrointestinal/pelvic floor. The cause of the ins movement was not reported. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.